Event description:
Conduit valve was implanted into patient and throughout his postoperative state the team noticed a change in his heart function leading to a cardiac catheterization which showed the conduit had doubled in size. Patient required a re-operation and the manufacturer was notified. A different conduit was placed and the patient was discharged 8 days after second operation.